Manufacturer narrative:
Part details amended to better reflect updated event narrative received. Through a legal claim, it was reported that left hip revision surgery of a bilateral bhmh patient was performed, reporting revision of the bhmh head and modular sleeve. No details have been provided about the acetabular cup or femoral stem involved at the time of this revision. The patient reportedly underwent a previous revision of femoral stem component only (not s&n) (B)(6) 2011. Additionally during 2012 locking screws were removed, details unknown. As of today, device return and additional information has been requested for this revision but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident and did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Modular femoral head and sleeve removed. Acetabular cup and femoral stem remained implanted.

Event description:
It was reported that left hip revision was performed. On (B)(6) 2011 the patient was suffering from pain in both thighs. The surgeon was of the view that such pain was caused by ¿stress-shielding¿, which was confirmed by a scintigraphy. The patient continued to report pain during the (B)(6) of 2012.